Manufacturer narrative:
Trackwise ID#: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using 7mm extended length endoscope,they stated that the scope had damaged rods and was noticed prior to the procedure and prior to being used on patient. A different scope was used on patient. No patient involvement.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using 7mm extended length endoscope,they stated that the scope had damaged rods and was noticed prior to the procedure and prior to being used on patient. A different scope was used on patient. No patient involvement.

Manufacturer narrative:
Trackwise (B)(4). Corrected section: h3- corrected to "device was discarded.", h6- corrected to " no patient involvement". The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. H3 other text : device discarded.